Manufacturer narrative:
When the investigation is completed and I received the engineer's report. I will file a supplemental report.

Event description:
It was reported that the clips are not forming and falling out.